Event description:
During the device evaluation, the ultrasonic bronchofibervideoscope exhibited the bending section cover falling off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields d8, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the malfunction was confirmed. However, it is not possible to establish the root cause neither the cause of occurrence. Olympus will continue to monitor field performance for this device.